Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time.

Event description:
It was reported that while resecting the tissue in a knee arthroscopy, the surgeon was using an incisor plus blade and metal debris was observed to be shedding into the joint. The fragments were removed as best the surgeon could by using suction and flow of fluid. A backup device was on hand to complete the procedure. There was an unspecified time delay.